Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding the return of the third party usb data cable that the customer stated was plugged into the unit when the reported issue was observed for analysis.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue; however, the customer returned only their device and did not return the third party usb data cable that they had stated was plugged into the unit when the issue was observed. Physio-control has reached out to the customer and requested that the third party usb data cable which was used with the device be returned for analysis. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power off by itself if they touched the third party usb data cable which was plugged into their device. &#1288;ere was patient use associated with the reported event; however, no further details about the patient or the event were provided.